Event description:
It was initially reported that this generator was explanted and replaced prophylactically (date unknown). The device was returned and product analysis was performed. Analysis in the pa lab determined that the device had reached an end of service condition; an open can measurement of the battery voltage confirmed that the battery was depleted. The end of service condition was the result of expected battery depletion based on the battery life calculation. After the can was opened, supply current pulsing was over the limit. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to the current testing. The out-of-limit supply current pulsing could potentially be a contributing factor to the eri condition of the battery, but it was an expected event based upon the battery longevity calculation.